Manufacturer narrative:
This is the same event as 3010536692-2016-00163 .

Event description:
Allegedly, patient is suffering from mom complications. (Right).

Event description:
Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications; pain and possible avascular necrosis of the femoral head. (Right).